Event description:
It was reported that the pump had over-delivered insulin to the customer. The customer declined to answer when asked if the alleged issue impacted blood glucose level. Pump data was reviewed by tandem clinical diabetes specialist and the allegation by the customer could not be confirmed. Pump data reflected that the pump performed as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.